Event description:
Reportedly, a 70 yo male underwent a ventral hernia repair in 9/2001. On the third day post op the pt experienced small bowel problems. Exploratory surgery found a small hole in the bowel which was repaired. Eight days ost op (original hernia), the same symptoms were found with exploratory finding another hole in the small bowel which was repaired. The holes were noted to be in close proximity to the placement of the tacks used during the hernia. There were also tacks found free in the cavity. The tacks were removed and the mesh sutured.

Event description:
Reportedly, a pt underwent a ventral hernia repair in 2001. On the third day post op the pt experienced small bowel problems. Exploratory surgery found a small hole in the bowel which was repaired. Eight days post op (original hernia), the same symptoms were found with exploratory finding another hole in the small bowel which was repaired. The holes were noted to be in close proximity to the placement of the tacks used during the hernia. There were also tacks found free in the cavity. The tacks were removed and the mesh sutured.